Manufacturer narrative:
(B)(4).

Event description:
It was re ported that the patient had complained of experiencing multiple syncopal episodes earlier in the day and presented to the emergency room. Upon interrogation, the pulse generator exhibited multiple inappropriate auto mode switch episodes due to noise; oversensing was also noted. The device was reprogrammed and the patient would continue to be monitored. No additional patient symptoms were reported.